Event description:
It was reported that on an unknown date, an unknown size trifecta valve was implanted in the patient. On (B)(6) 2026. The trifecta valve was explanted from patient.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.